Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer restart the pump and resumed insulin therapy. There was no reported adverse impact. Customer declined follow up from tandem technical support and no additional information was provided.